Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience hyperglycinemia. Customer's blood glucose level was 400 mg/dl and stable at 101 mg/dl. Customer had expressed some symptoms that possible onset of diabetic ketoacidosis. Customer declined troubleshooting for call. It was reported that the customer was using auto mode. The customer was advised to contact health care professional to check if needed to change. The customer was advised to monitor problem and call back if issues persist. The insulin pump will not be returned for analysis.